Event description:
Customer reported heavy meibomian debris which was found under the flap of the left eye (os). At one day post op a lift and irrigation was performed. At 2nd day post op a lift and irrigation was performed with results in uncorrected visual acuity (ucva) 20/25- os.

Manufacturer narrative:
(B)(4), evaluation: the equipment was not evaluated after the reported event which occurred on (B)(6) 2012 due to the fact that abbott medical optics (amo) became aware on (B)(6) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(6) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.